Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-ipg-r-MRI, upn: (B)(4), model: db-1200-s, serial: (B)(4), batch: 740530. Product family: dbs-linear leads, upn: (B)(4), model: db-2202-45, serial: (B)(4), batch: 7071008. Product family: dbs-lead fixation, upn: (B)(4), model: db-4605c, serial: n/a, batch: 24510901. Product family: dbs-extension, upn: (B)(4), model: nm-3138-55, serial: (B)(4), batch: 5174564.

Event description:
It was reported that the patient banged her head right on the burr hole cover. The patient then had erosion around her burr hole. The patient underwent an explant procedure of the entire dbs system. The patient was doing well post-operatively.